Manufacturer narrative:
Rf pic failed self test alarm and high stop current due to faulty connector radio frequency board. Device passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to confirm bg meter anomaly or transmitter communication anomaly due to rf pic failed self test alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call stated that the insulin pump had rf pic failed self-test alarm. The customer¿s blood glucose level was 7.3 mmol/l. Customer stated that they were was unable to delete the transmitter. The insulin pump will be returned for analysis.